Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were erratic. The 3 in width plate, motor, plug harness assembly, switch, eccentric shaft, spring seal, and needle bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, device was sent in for bent #3 plate and the handpiece sounds like it is dying. Investigation found device had inconsistent speed. There was no patient involvement and no impact to user. Due diligence information complete.